Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a low anterior resection procedure, the device would not staple at one of the six inner rows. Another device was used to complete the case. There were no adverse consequences to the pt.